Manufacturer narrative:
The reagent lot number is 855392. The expiration date was not provided. Calibration was last performed on 26-jul-2025. The qc recovery data provided was acceptable. The field service engineer (fse) found that one of the aspiration rinse tubes was damaged and repaired it. Qc was performed successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable uric acid ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial uric acid result was 0.847 mg/dl. The customer questioned the low result which prompted them to repeat the sample. The sample was repeated twice and the results were 6.28 mg/dl and 6.32 mg/dl. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.